Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during implant surgery the healthcare provider started having difficulty sliding the lead into the ins. The set screw was backed out and the hcp was eventually able to insert the lead into the ins but it ¿took a while¿ and they had ¿issues getting the lead into the ins.¿ it was noted that they got the lead into the device, tightened down the set screw and heard audible clicks. Then when running the impedance checks, electrode 0 was showing greater than 4,000 but all other electrodes were within ¿normal range;¿ it was noted that they previously used electrode 0 during the trial. Troubleshooting included increasing rate and pulse width to 300 and 2.0v respectively, and then increasing again to 330 pulse width, but the impedance issue was not resolved. After multiple attempts, they decided to change out the ins, and when the healthcare provider removed it from the pocket, it came off the lead without even unscrewing the set screw, as if the screw never even tightened. They proceeded to use a different ins and everything was fine from then on; the issue was noted to be resolved. There were no patient complications reported as a result of this event.